Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 30mm 5200 mitral ring underwent a valve-in-ring procedure after an implant duration of 9 years, 11 months due to stenosis. The procedure was successfully performed with a 29mm 9755rsl valve. The root cause of the event was due to structural deficiency/distorted. The patient was stable post-procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: b5, g3, g6, h2, h6 (type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 30mm 5200 mitral ring underwent a valve-in-ring procedure after an implant duration of 9 years, 11 months due to moderated mitral stenosis, and moderate mitral regurgitation with poor coaptation and thickened native valve leaflets. The procedure was successfully performed with a 29mm 9755rsl valve. The patient was stable post-procedure. Per medical records, tee revealed moderated mitral valve stenosis, and moderate mitral valve regurgitation with poor coaptation and thickened native valve leaflets. A 29mm 9755rsl valve was implanted successfully. The patient left the hybrid operating room in stable condition.